Manufacturer narrative:
The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). The controls were run before this incident and were with assay limits. Raw data was requested but not provided. On (B)(4) 2010, the field service engineer (fse) replaced the flowcell and verified the instruments operation to specifications. Root cause unk. The instrument generated instrument flags that prompted the customer to further review the specimen. This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous differential test results with elevated monocyte% and decreased neutrophil% for one pt sample when using a coulter lh 750 hematology analyzer. There were multiple instrument generated flags with the test results. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.